Event description:
A malfunction, coded as malf 24, was reported without any preceding notable events. There was no adverse impact on the customer's blood glucose level. Tandem technical support decided to replace the pump because it was not resettable, and the customer was advised on using multiple daily injections (mdi) as backup therapy. The customer agreed to return the faulty pump using a pre-paid label within 10 days and understood the need to program their settings and connect their cgm to the replacement pump. Additionally, instructions for putting the pump in storage mode and other necessary information for transferring to the replacement pump were provided.